Event description:
It was reported that the patient, who was involved in the (B)(4) study, died 1 day post implant of the implantable pulse g enerator (ipg) secondary to post operative complications. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).